Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were seeing a recharger not found message, the issue was not resolved through troubleshooting. They did a hard reset on the recharger after it had been sitting on the docking station. They said the power button light had never been on. They just got green flashing lights on the recharger battery. Patient also reported they had been to the hospital once and the doctor's office twice. They did not know what was going on, they were in so much pain. They turned therapy off. The pain started on (B)(6) 2021. They went to the doctor last friday and said they had a nerve condition called sciatica. They were in the hospital all day and monday they went to the doctor. The patient had never tried to recharge the stimulator until the day prior and they couldn't recharge. A new recharger was sent to resolve the issue.